Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced atrial fibrillation with frequent ventricular paced complexes and right bundle branch block. It was noted that the rv his bundle lead exhibited continued undersensing which caused inappropriate pacing. It was further noted that the ipg and ra lead exhibited failure to sense. The his bundle lead was reprogrammed.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an occlusion. It was further reported that the right atrial (ra) lead exhibited oversensing of p-waves. It was noted that the right ventricular (rv) lead exhibited undersensing of r-waves. It was further noted that the implantable pulse generator (ipg) was explanted and replaced due to unknown reasons. The ra lead was capped. The rv lead and ipg were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected b3 and b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an occlusion. It was further reported that the right atrial (ra) lead exhibited oversensing of p-waves. It was noted that the right ventricular (rv) his bundle lead exhibited undersensing of r-waves. It was further noted that the implantable pulse generator (ipg) was inactivated and replaced due to unknown reasons. The ra lead was capped. The rv his lead capped and replaced. No further patient complications have been reported as a result of this event. (B)(6) 2025: it was further reported that the ipg did not exhibit a performance issue. (B)(6) 2026: it was further reported that the patient experienced atrial fibrillation with frequent ventricular paced complexes and right bundle branch block. It was noted that the rv his bundle lead exhibited continued undersensing which caused inappropriate pacing. It was further noted that the ipg, rv his bundle and ra lead exhibited failure to sense. The his bundle lead was reprogrammed.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ipg was explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ipg did not exhibit a performance issue.

Event description:
It was reported that the patient experienced an occlusion. It was further reported that the right atrial (ra) lead exhibited oversensing of p-waves. It was noted that the right ventricular (rv) lead exhibited undersensing of r-waves. It was further noted that the implantable pulse generator (ipg) was explanted and replaced due to unknown reasons. The ra lead was capped and rv lead was capped and replaced. The ipg was deactivated by reprogramming. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.